Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were currently hospitalized due to a blood clot. The details of the customer's hospitalization was not provided. Customer also reported the insulin pump did not alert them of a low reservoir alarm. The customer also reported experiencing high blood glucose. The customer's blood glucose was 350 mg/dl at th e time of the call. The customer declined to return the insulin pump for analysis.